Event description:
It was reported that this implanted lead exhibited pacing impedance measurements of over 3000 ohms and undersensing. As result, the patient underwent a procedure wherein the system was re-programmed to sensing only and a new system was implanted at the right side of the patient's chest. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).